Event description:
Customer reported the pull tab and zipper was missing. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval, results - eval of the returned unit found an open slider body and a missing pull tab on the right window side. There is also a stuck zipper on the head panel side, pull tab missing on the pt access and a 1 inch nylon tear on the left window side and retaining box and slider missing from the foot panel side. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if the zipper pull-tab is missing or broken. Test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. MFR's reference file # (B)(4).